Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited noise and poor telemetry. No intervention was reported and the patient was stable.

Event description:
New information indicated the patient would continue to be monitored. No adverse events occurred to the patient.